Event description:
An endurant stent graft system was inserted into a patient for the endovascular treatment of a 4.8 cm abdominal aortic aneurysm. The patient has pre-existing severe peripheral artery disease. The vessel morphology was reported to show bilateral severe calcification and moderate tortuosity in the iliac arteries. The length of the aortic neck is 6 cm (verified). The diameter was 20 mm at the renal arteries, 3 cm below the renal arteries the aortic neck was 25 mm in diameter and 6 cm below the renal arteries the aortic neck was 20 mm in diameter, with moderate calcification and moderate thrombosis present. The stent grafts were implanted without issue. It was reported that the patient presented emergently with no feeling in their lower extremities, twelve days post index procedure. The CT demonstrated that there was bilateral stent graft occlusion as well as occlusion of the native arteries. The occlusion started 5 mm above the flow divider and proceeded down to the popliteal artery on the contralateral (left) side and proceeded down to the common femoral artery on the right side. The physician performed bilateral common femoral artery cut downs. The left side was treated with a fogarty catheter and an angiojet which removed approximately 80 percent of the thrombosis. The physician modeled the stent grafts with two 12x4 mm kissing balloons all starting about 5 mm above the flow divider all way down the arteries. Just above the gate, there was a narrowing in the stent graft due to calcification and the physician elected to implant two 9x37 stents bilaterally starting at the gate. The stents were modeled up to 12 mm in diameter. There was another narrowing in the stent graft in the contralateral limb in the common iliac artery and a 9x57 stent was implanted and modeled to 12mm in diameter. There was native vessel occlusion distal to the left iliac stent graft and an 8x37 (unknown brand) bare metal balloon expandable stent was implanted. The final angiogram was performed and the occlusion was resolved and the blood flow was restored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (pre-existing patient condition; severe peripheral artery disease. Anatomy related; severe bilateral iliac calcification and tortuousity). Conclusion: device failure/lack of effectiveness related to patient condition (pre-existing patient condition; severe peripheral artery disease. Anatomy related; severe bilateral iliac calcification and tortuousity).